Manufacturer narrative:
When the ic removed stent and did more pre-dilatation and then attempt to go back in with stent they noticed the stent was noted to be flared up, lifted, bent up or fractured. The resolute onyx was not used. Another brand stent was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx device was attempted to be used to treat a mildly tortuous, severely calcified lesion in the circumflex artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the stent failed to cross the lesion and was removed. The lesion was pre-dilated again and when the physician was attempting to re-insert the onyx, the stent was noted to be deformed. No patient injury is reported.

Manufacturer narrative:
Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th, 7th and 10th distal stent wraps with struts raised. No deformation was evident to the distal tip. A kink was evident on the distal shaft 11.8cm proximal to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.